Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for an unspecified procedure using the subject device, the device had an image failure. Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that a foreign material adhered to the camera head body of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Since the device was not returned, the exact cause was unknown; however, omsc assumed a potential cause as follows. The local service engineer confirmed that the image unit malfunctioned and the cover was detached. The image unit malfunction was likely to be caused by foreign matter invasion into the device. The instruction manual of the subject device states the corresponding method in case of an abnormality.